Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au and observed clot detection errors. The fse replaced the pressure sensor to resolve the issue. The fse performed verification and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low patient results for glucose, lactate dehydrogenase, sodium, potassium and chloride on their dxc 700 au clinical chemistry analyzer. The low results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.